Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007, the patient presented for removal of old hardware (pedicle screws at l3 <(>&<)>l5 bilaterally and rods , revision decompressive laminectomy from l2-5 and placement of hardware ( screws from l2-5) . Her pre-op diagnosis ;- pseudoarthrosis of a previous posterolateral fusion at l4-5 with restenosis at l2 and l3. Per op notes, 7 mm incision was made over the previous scar. Her old hardware were dissected out and found to be very loose, especially at l5. This hardware was removed. Foraminotomies were performed at l3, l4, l5 bilaterally. Pedicle screws were once again placed in the previous holes from the removed hardware at l3 and l5. New pedicle screws were placed at l2 and l4 bilaterally. The cortical bone was removed posterolaterally along with fusion bed and rods placed. Autograft was obtained from the harvested spinous processes and mixed with bmp, which was placed in gutters. The patient tolerated the procedure well. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.